Event description:
On behalf of the customer, the conmed representative reported issues with the vcare, experienced by (B)(6) on (B)(6) 2021. Information received was only ¿vcare broke into 5 pieces inside ¿. It is noted the procedure was successfully completed using an alternate. Neither the facility or the conmed representative could confirm which size vcare was used and the lot number is unknown. Upon review of photographic evidence provided by the facility, it appears as all components of the vcare were retrieved from the patient. To date no clarification has been made available by the reporter about the size vcare used, however, based on information found on the returned device, the vcare size involved was confirmed to be a medium #60-6085-201a (size marked on green cervical cup). Lot number on return packaging is 202103151. Additional information provided notes the issue occurred during a laparoscopic hysterectomy involving a 49 year old patient. This incident will be reported on the basis of malfunction with potential for injury upon reoccurrence due to previous filings for similar failures with this device

Manufacturer narrative:
Investigation of the reported issue is confirmed. Conmed received one 60-6085-201a returned opened with original packaging. Packaging shows lot # 202103151. Visual inspection found the white shrink sleeve, uterine balloon, blue vaginal cone, & the green cervical cup had detached from the v-care tube. There were pieces of the blue uterine balloon on the tube of the v-care from where it detached. Manufacturing documents from device history records have been reviewed & found no abnormalities that would contribute to this issue. Two-year lot history review was conducted & found this is the only complaint for this lot number & failure mode. (B)(4). Instructions for use (IFU) provide the user with information regarding proper care & use of device. IFU advises the user to check the pilot balloon frequently to ensure inflation of intrauterine balloon. If balloon ruptures, pilot balloon will not feel firm when squeezed between fingers. If intrauterine balloon has ruptured, stop all manipulation immediately, remove vcare &replace it with a new vcare. The IFU also gives specific direction as to carefully removing the vcare after use; do not use excessive force to avoid traumatizing the vaginal canal. Upon removing, the surgeon should visually inspect the vcare & patient to make sure the entire device was properly removed & no components were retained in patient. For safe removal of the device from patient, follow instructions. The cervical/vaginal cup locking mechanism must be locked at all times when using. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
Note: this report is being resubmitted following an unsuccessful submission attempt on aug 6, 2021 due to a system error. The device in question has been received by conmed and has entered into the evaluation process. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed representative reported issues with the vcare, experienced by (B)(6) on (B)(6) 2021. Information received was only vcare broke into 5 pieces inside . It is noted the procedure was successfully completed using an alternate. Neither the facility or the conmed representative could confirm which size vcare was used and the lot number is unknown. Upon review of photographic evidence provided by the facility, it appears as all components of the vcare were retrieved from the patient. To date no clarification has been made available by the reporter about the size vcare used, however, based on information found on the returned device, the vcare size involved was confirmed to be a medium #60-6085-2021a (size marked on green cervical cup). Lot number on return packaging is 202103151. This incident will be reported on the basis of malfunction with potential for injury upon reoccurrence due to previous filings for similar failures with this device